Event description:
A 78-year-old male patient who had undergone redo aortic valve replacement and aortic root replacement required re-opening due to postoperative bleeding and hemodynamic instability, during which a single-vessel CABG (rca) and intra-aortic balloon pump (iabp) placement were performed. Within the following hours the patient developed worsening low-cardiac-output syndrome (lcos), necessitating bailout escalation to impella 5.5 and rp flex support. Adequate hemodynamic support was achieved with both devices under tee guidance. During mechanical circulatory support, hemolysis was observed. Despite these interventions, the patient subsequently expired. The event is being conservatively reported; based on the available information, no direct causal relationship with the impella 5.5 has been established.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
Corrected information was provided in d1 (brand name), d4 (serial, primary UDI number). Upon review, the section d brand name, primary UDI, and serial number have now been updated. Corrected information was provided in d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. H10: added related device report number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.